Event description:
It was reported that pump experienced malfunction alarm with code displayed and without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm happened again, which customer acknowledged and understood.